Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample has been received but has not yet been evaluated. (B)(4).

Event description:
A doctor reported that the iop (intraocular pressure) control was unable to be used during the procedure. The product was exchanged and the procedure was completed with no harm to the patient.